Event description:
Had to reach in, pull out hunks of cotton- vagina [foreign body in reproductive tract]. Falling apart, hunks of cotton- tampon [device breakage]. Tampons falling apart when I take them out...I've had to reach in and pull out hunks of cotton [complication of device removal]. Consumer sent e-mail stating the tampons were falling apart when she took them out. No serious injury was reported.

Event description:
Had to reach in, pull out hunks of cotton- vagina [foreign body in reproductive tract] falling apart, hunks of cotton- tampon [device breakage]. Tampons falling apart when I take them out...I've had to reach in and pull out hunks of cotton [complication of device removal]. Case description: consumer sent e-mail stating the tampons were falling apart when she took them out. No serious injury was reported.